Event description:
It was reported that the patient has been coughing a lot lately. Patient recently got a flu shot and now has cold like symptoms. The patient is concerned that a lead may be "disconnected". Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).